Event description:
Device returned to manufacturer with no reason for return. The pump is part of a catheter access port detached recall. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Final device analysis results reveal no anomaly found-normal device function.